Manufacturer narrative:
Boston scientific technical services (ts) reviewed device data remotely and confirmed there were additional episodes with oversensing on the rv channel following atrial sensing. The rv intrinsic amplitude trend showed signals as high as 1.2 mv and very frequently sensed. By adjusting the sensitivity up to 1.5 mv should have mitigated this issue. However, there was a concern regarding appropriate ventricular fibrillation (vf) detection as the patient is a secondary prevention patient and the most recent vf event occurred in (B)(6) 2018. Ts discussed the option of adding another pace/sense rv lead in a different position (more apical) to avoid oversensing of the atrial signal. Ts also discussed performing dft testing to appropriate to evaluate the system efficacy. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that approximately one month ago the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead experienced pre-syncopal symptoms. Following a review of the electrogram (egm), oversensing on the rv channel was identified approximately twenty three milliseconds (ms) after the atrial sensed event. This resulted in pacing inhibition for three r-r intervals. The rv sensitivity was increased from 0.8 millivolts (mv) to 1.5 mv, which appeared to resolve the issue. Additional information was received which indicated the patient is again experiencing symptoms of dizziness. The patient planned to come in for a follow-up appointment.